Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ("check belt" messages and physical damage to the monitor's belt connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was pulled from the monitor enclosure, damaging a wire in the connector. The root cause for the damaged connector was physical abuse. An internal corrective action has been initiated to investigate damage to the monitor's belt connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving "check belt" messages and stated that the monitor's belt connector was physically damaged.